Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0056642r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The patient indicated they no longer had a pump implanted. The pump was explanted due to catheter migration/dislodgment. No further information was provided.